Event description:
The patient has reportedly experienced a decline in performance. The patient reports sound quality issues. External equipment was exchanged. Testing has shown that the patient's device is functioning. At the insistence of the patient's family, the center will pursue device revision surgery.